Event description:
Patient reported left side infection. Healthcare professional later reported an implant exchange from textured to smooth due to the patient's concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ infection: unable to observe as it is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion, observed an opening assessed as surgical damage were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b5, b6, d9, e3, h3, h6.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side infection. Device was explanted. Later, healthcare professional called to report a left side implant exchange from textured to smooth due to the patients concerns with the product.